Manufacturer narrative:
Additional information: event: date of insert change was (B)(6)2018. Implant and explant date, (B)(6)2017 and (B)(6)2019. Manufacturing site evaluation: investigation - the component was received and decontaminated internally. (The isodur head is aesculap, and 2 concomitant implants were from competitor.) Failure description - the available components were examined visually and microscopically. The stem is broken in the area of the neck. The fracture surfaces show typical characteristics of a fatigue fracture with a forced fracture share of about 40%. The origin of the fracture is located medial and proceeds to lateral. The surface shows no hints of material defects like pores, blowholes or other material inclusions. Both fracture surfaces show visible secondary damages (metallic bright) because the 2 fragments probably rubbed against each other after the rupture of the hip stem. In the area of breakage, blue and dark discoloration can be identified which have probably been caused by a rf instrument which was used during the previous revision operation (change of inlay). The surface of the implant shows clearly signs of the revision surgery. Furthermore, there are bone residues adhering to the coated surface of the implant. Batch history review - the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably usage/patient related. Rationale- there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error can be excluded. At that time we exclude a design related error because the market feedback is unremarkable on this matter. A maintenance failure can also be excluded because this issue is only relevant for instruments. The scratches and secondary damages on the outer surface do not provide any information about the cause of the fracture. Shape and geometry lead to the assumption that these damages most likely originated during the revision surgery. We assume a fatigue breakage due to overload. Due to the circumstance that there was a previous revision of the inlay, it could be possible that the tiniest damages on the stem neck, because of the revision procedure, may also have lead to a supporting fracture situation.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative breakage of the excia stem. The patient originally underwent implantation of a left hip endoprosthesis on (B)(6) 2017 for the indication of essential osteoarthritis. Another operation to change the insert was performed in (B)(6) 2010; the stem was not removed at that time. The patient was noted to have felt significant pain in the left groin area while walking and the pain caused a fall. The hip stem broke and was revised on (B)(6) 2019. The surgery was performed without incident. X-rays were not available. List of products implanted at the time of the break: nc41ot excia plasmapore 10 mm; ph14-0250 diam50; nj135k isodur cone 8/10 diam28 col xxl; ph06-0150 insert diam 50 pe.